Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not interrogate an implanted device. It was recommended that the radiofrequency head be replaced or return the programmer for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head was returned for service.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device wold not interrogate and its out of specification cable was replaced to resolve. It was additionally noted that the label was delaminated and it was replaced as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.